Manufacturer narrative:
A manufacturing review could not be performed, as the lot number is unknown. The sample was returned. Based on the condition in which the same was returned, the investigation is confirmed for a circumferential rupture and balloon detachment. The distal portion of the balloon material was missing. It appeared that excessive tension had been applied to the catheter, as indicated by the stretching observed on the guidewire lumen at the distal end of the device. The stretching most likely occurred after the balloon ruptured circumferentially. Per the reported event details, a syringe was used to inflate the balloon. Per the IFU, a luer-lock syringe with a manometer should be used for inflation. It is unknown if the rupture was caused by overpressurizing the balloon. It is possible that other patient and/or procedural issues contributed to the event; however, the definitive route cause could not be determined based upon the available information.

Event description:
It was reported that a pta balloon ruptured and subsequently fragmented during an inflation at an arterial anastomosis. The balloon fragments were successfully retrieved without incident. Another balloon was used to complete the procedure. There was no reported patient injury.